Manufacturer narrative:
(B)(4). Baxter medical assessment: the very limited details of this case prevent any meaningful assessment of the potential cause of the formation of what is described as a waxy gelatin mass instead of bone formation one year after implantation. As no further information can be obtained the case is unassessable and no further action is needed. (B)(6). Associate director medical education & surgical safety. As this case is not assessable, this case is being conservatively reported. No further information will be available and as such the case will be closed. The case will be kept on file for trending purposes.

Event description:
The baxter sales representative received feedback from a surgeon at covenant that does not want use the actifuse shape products because this surgeon heard from a different surgeon that when taking out hardware from a patient one year post surgery the actifuse shape appeared to be a waxy gelatin mass. No additional information about the type of shape used or details about the case available. No date of original or follow-up surgery is known. The surgeon does not wish to be contacted or provide any further information concerning the case.